Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances measuring above 200 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and further in-office evaluation was recommended. No adverse patient effects were reported. This system remains in service.